Event description:
An hcp reported that patient reported they were told that the ins isn't working or turned on. Caller stated patient stated they don't have any equipment with them and they left their remote with someone about 8 months ago. Caller stated the device hasn't worked for "a while" and they are needing to get it taken out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was yesterday the patient had a fall and the implanted neurostimulators battery was moving all out of place for it was not centered and off to the side. This was causing the patient a lot of pain. The patient was redirected to their healthcare provider to further address the issue. Pt did not have one at the time so agent emailed caller physician listings.